Manufacturer narrative:
Currently, it is unknown to what extent the composix e/x may have caused or contributed to the reported event. The information provided alleges that the device was explanted. During the surgery it was noted that the patient had a fistula and adhesions, however, medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010:the patient underwent repair of midline ventral abdominal hernias. A bard/davol a 6x8 composix e/x hernia mesh was implanted in patient during this repair. On (B)(6) 2015: the patient surgery to explant the composix e/x hernia mesh. The surgeon noted that the mesh was very adherent to the small bowel and surrounding fascia and it was ¿impossible to locate the rectus muscles or the retrorectus space as the mesh essentially invested the structures.¿ the doctor was forced to explant the mesh because the ¿mesh was extremely rigid and the small bowel appeared to have fistulized to this mesh in several areas.¿ the patient experienced numerous complications related to composix e/x hernia mesh. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, the patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix e/x hernia mesh.